Manufacturer narrative:
(B) (4)device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
(B) (4) it was reported that during a coronary artery stenting procedure, incomplete stent apposition occurred. The target lesion in the distal left circumflex (lcx) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement by implanting a 2.50 x 24 mm taxus liberté stent. Post-dilatation was performed with 0% residual stenosis. The patient was discharged 2 days later on aspirin and prasugrel. Post stent deployment ivus was used which noted incomplete stent apposition. This was treated with post-dilatations with a compliant balloon. Final residual stenosis was 0% which was confirmed with ivus. The patient was discharged two days later on aspirin and prasugrel.